Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log confirmed the reported event of loss of connection. The probable cause was the patient closed the mobile app.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.